Event description:
Pt demographic transcription error with urinalysis system wam software. There was no report of injury with this event.

Manufacturer narrative:
Customer reported that when running a pt sample, the auwi analyzer auto verified incorrect pt results. The customer claims that the sample was not tested on the auwi and there are no results in either the atlas or uf1000i ipu. Results exist in the wam software for the pt with the original accession number (B)(4) however the results are incorrect and were reported to the physician. The customer created a new accession number (B)(4) for the same sample and tested it on the auwi and obtained different results that were reported to the physician and the incorrect reported results amended. The MFR of the software has identified an error in the software that causes data to be overwritten with prior reported results due to an invalid yr being populated in the "century break" field.